Event description:
IV initiated in (bh) with 18ga angiocath IV fluid not running well. Anesthesiologist at bedside evaluating pt for surgery as pau nurse was starting IV. He stated for nurse to pull back on angiocath. Nurse was unable to pull angiocath back; anesthesiologist unable to pull angiocath back on out. IV d/c. Angiocath taped in place. Surgeon consulted (ortho). Angiocath removed by 2nd surgeon during originally scheduled procedure.